Manufacturer narrative:
Date sent to the FDA: 8/15/2021. Additional b5 narrative: it was reported that the patient experienced chronic pain and scarring following surgery.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2008. (B)(4) submitted for adverse event which occurred on (B)(6) 2008.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2004 and mesh was implanted. It was reported that the patient underwent partial removal surgery and recurrent hernia repair surgery on (B)(6) 2008. It was reported that the patient underwent removal surgery on (B)(6) 2008 during which the surgeon noted chronic drainage secondary to reaction to the old mesh. The mesh had migrated from the original implant field. Hence, he took down omental adhesions and completely removed the old mesh. It was reported that the patient experienced an unknown event. No additional information was provided.